Event description:
1. Temperature probe tip comes in direct contact with pt skin. Premature babies have extremely fragile skin. 4 reports of skin abrasions received. 2. Probe intact to pt skin, measuring erroneous temperatures. Incubator increased heat output - baby warmed to 100 degree f axillary. 3. 3 reports of probe not measuring. Any pt temp resulting in increased heat output by incubator. Probe wire was "wiggled" and the probe then functioned. (Probes were of course replaced). Probes also look different in construction from other probes as they are missing a plastic support at the connection of the wire to the plug. In each case the probe was used in conjunction with the appropriate cable as supplied by the vendor. The fourth probe was noted to have a cracked tip when removed from the pt.